Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his monitor and he was receiving a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204, exposed wires) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code 204. The j1001 connector on the monitor c/4 board was also damaged as a result of the broken belt connector. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement monitor.